Event description:
It was reported that during a routine check a damaged cs100 intra-aortic balloon pump (iabp) ECG cable was found. No harm is reported.

Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.